Manufacturer narrative:
(B)(4). Pump received with a constant blank flashing white light display and constantly beeping due to vertical cracked liquid crystal display controller. Unable to verify no communication anomaly and perform the self test and displacement test due to a constant blank flashing white light on the display. The following were noted during visual inspection: scratched case.

Event description:
Information received by medtronic indicated that the sensor was extremely finicky and most did not work. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.